Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer indicated via phone call that they have high blood glucose of 598 mg/dl and treated with bolus and is starting temp basal. Customer declined to troubleshoot and no further assistance was necessary.